Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. It was confirmed that the reported event had occurred when the device was delivered to the user. Therefore, omsc guessed that the reported event was caused by the external stress during transport. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: the output connecter, top cover, and back panel were distorted and damaged. If additional information becomes available, this report will be supplemented.

Event description:
The output connector of the device was broken and the digital light source cable could not be attached to the connector. There was no report of patient injury associated with this event.